Event description:
The customer reported via phone call that they received a motor error alarm during a bolus/basal delivery. Customer's blood glucose unknown. Customer stated the alarm occurred three times in the past 30 days. The customer could not recall any significant events leading to the alarm. Customer also stated they were able to complete the rewind sequence on their insulin pump. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Motor error alarm during occlusion test and unable to prime during prime test due to faulty force sensor resistor. Motor passed motor test. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip.